Event description:
Nine to ten "9-10" instances within the past 2 days of the needles not retracting in our #20 gauge IV catheters. This had previously occurred in (B)(6) 2022 and was reported to MFR. Auto guards not retracting.